Manufacturer narrative:
The device history record (DHR) for lot 2405900120 was reviewed and no anomalies related to the reported issue were observed. Nine sealed, unused devices were received for evaluation and the reported issue was not observed. As part of continuous improvement and due to the similar complaints received for the reported issue, a corrective and preventive action has been initiated to further investigate this issue.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the connecter doesn't have a lip to seed the connection, so it can't connect to a clave properly without leaking. The issue was discovered before use. There was no harm reported.